Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of split microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of a microintroducer sheath was returned for evaluation. Visual observation of the photograph showed the distal tip of the microintroducer sheath which was split and deformed. One side of the split sheath was observed to be lifted and pointed outward. A slight bend in the shaft of the microintroducer sheath was observed in the photograph. No further details of the damage could be discerned in the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. A sample or photo sample was not returned for the other occurrence reported; therefore, that occurrence is inconclusive.

Event description:
It was reported this occurred with two devices. This report addresses both devices.

Event description:
It was reported that on (B)(6) 2026, the oncology department inserted a PICC catheter for a patient. The puncture was successful; however, while delivering the vascular sheath, it was discovered that the tip of the sheath had frayed and split. The nurse opened a new catheter package and reinserted the PICC catheter for the patient. No further details provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.